Event description:
The patient reported that the needle button released on its own on two v-go 40 devices. The patient stated that the needle button would click in when it was pressed and it would lock down then later it would release on its own. The patient stated that the needle button released on its own on one of the v-go 40 devices.